Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3093-33, lot# va0mp8b, implanted: (B)(6) 2014, product type: lead. Product ID: 3093-33, lot# va0mp8b, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, product type; programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. It was noted that the patient was assisted on the telephone. The patient noted: "it was a dead battery and it is alright."

Manufacturer narrative:
Upon further review it is was determined: (B)(4).

Event description:
The patient was experiencing a loss of therapeutic effect. No stimulation sensation and loss of bowel control was noted. Symptoms reported had sudden onset. There was no known accident or incident related to this complaint. The patient noticed the 3037 was not working and their symptoms returned "about a week and a half ago." A problem with the patient programmer was reported. Applicable battery considerations were reviewed. The patient replaced aaa's. The screen indicated the implantable neurostimulator (ins) was on. It was set at 1.50 on program 3. The patient did not feel any stim. The patient increased from 1.50 to 1.60 on program 3. The patient now felt the stim and will monitor their symptoms. Return of symptoms and 3037 not working were noted (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.